Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for a generator changeout, lead noise, auto mode switching episodes, lower out of range shock impedance measurements were observed. The ventricular connector pin of the lead was capped and a new right ventricular lead was implanted. After the lead was capped, insulation defect was noted on the lead. No adverse complaints were reported.